Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) pace impedance measurements, measuring greater than 1500 ohms. Technical services was consulted and offered troubleshooting options. Upon further investigation, it was found that this lead has been exhibiting high oor pace impedance measurements since approximately six months after implant. The rv threshold and sensing measurements are stable and within normal range; no noise observed as a result of the reported observations. During routine generator change out procedure, the rv lead was evaluated and the physician opted to not replace the rv lead at this time. The rv lead remains in service. No adverse patient effects were reported.